Event description:
It was later reported that the pump and catheter were explanted due to a spinal fusion. At that time of this report, the patient was doing well. They were going to consider re-implant once the patient recovered from the fusion.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(6), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. It was noted the patient was scheduled for a back surgery on 2013 (B)(6) and at the same time the patient was to have the pump removed. It was reported the pump ¿has not worked the past six months¿. The reason was unknown to the reporter. The device system was used to deliver morphine. It was later reported that the patient¿s medication had been reduced by thirty percent and the patient was going in on 2013 (B)(6) to have it turned down more. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient was being weaned off intrathecal morphine because she wanted to have the pump explanted due to no symptom relief. The patient was scheduled to see a surgeon and was having a spinal surgery and pump explant (B)(6) 2013.